Manufacturer narrative:
Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced an unspecified injury and product problem. Furthermore, it was reported that the plaintiff died. The cause of death reported were lung cancer, metastatic to brain, bone and adrenals, cerebrovascular accident and diabetes mellitus.